Event description:
It was reported that during a unspecified procedure, sheath damage occurred. The lesion being treated was located in the right coronary artery. During ablation with the 1.25 mm rotalink plus burr, a leak at the proximal end of the sheath was noted. The device was removed without any reported difficulty. The procedure was completed with another of the same devices, and no pt complications were reported. Pt's status was reported as "okay".

Manufacturer narrative:
(B)(4).